Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd pen needle 31gx5mm 14 pack, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: on (B)(6) 2021, the patient went to the hospital to buy needles for disposable injection pens. When using them at home, fluid leakage was found and the patient returned to hospital for a new needle on the same day.